Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had a slight delay in responding to touch. Tandem technical support informed the customer that if a delay is seen, the task that is trying to be performed has a lower priority than another task. As the higher priority tasks are performed first, the desired task will be completed after the higher priority task is done; the customer acknowledged. Customer confirmed that the touch screen was still responsive and the customer was able to interact with the touch screen successfully. The customer could not recall any blood glucose level impact. The customer would continue to use the pump for insulin therapy.